Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact called tandem technical support (cts) for assistance in changing out a cartridge at a different time from the change of an infusion set. The customer's blood glucose level was 370 mg/dl in the morning, but 190 mg/dl at end of the troubleshooting call.